Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported intra-abdominal bleeding, stroke, and patient outcome could not be conclusively established through this evaluation. It was reported that the patient's outcome was not device-related and the device operated as expected. It was reported that no autopsy was performed and the device will not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to hemorrhagic shock. Patient was observed to have increase in frequency of ectopy prompting lab draws that revealed a hemoglobin (hbg) of 5.3 down from 8.1 the day prior and after paracentesis with 2.1l of amber fluid output. Blood transfusion initiated with repeat of labs that showed a further drop in hbg and at this time, patient became symptomatic with drop in blood pressure (bp), and was found unresponsive. Neurological evaluation revealed left facial droop with left upper gaze preference and no pupil response prompting a code stroke activation. Patient was deemed not stable for any neuro-imaging as at this point, he was being actively resuscitated in accordance with acls (advanced cardiovascular life support) protocol and treatment of hemorrhagic shock inclusive of mtp (massive transfusion protocol). Follow up neurological assessment revealed loss of brain-stem reflexes, which was confirmed by the neurology team. Peak airway pressures were noted to rise to low 40s, ventilator changes were made, and considering there were no obvious signs of bleeding, egs (emergency general surgery) was consulted with concern for intra-abdominal bleed, which was further confirmed by pocus (point of care ultrasound). In-depth discussion held with the patient's mother, son and daughter (next of kin) who verbalized understanding of the high risk of mortality with any invasive intervention and very high probability of further hemodynamic collapse and the fact that the patient does not have any brainstem reflexes and its significance. All this was explained in plain language, family asked appropriate questions and nonetheless opted to proceed with the bedside emergency laparotomy. Despite maximum medical management, patient continued to deteriorate and by the time the family consented to the procedure, patient was in asystole and refractory to any further interventions. Patient was pronounced dead at 04:51 am on 02/14/20 after finding pupils fixed, no effort on the ventilator, hum of the lvad without any heart sounds and no response to any noxious stimulus. Family declined autopsy. The death was not considered device related. The device operated as intended.